Event description:
This device was returned without oos documentation from a biotronik rep. Per (B)(4) biotronik, this lead was explanted due to noise and inappropriate shocks. The physician suspected a possible lead fracture. This lead was replaced with another linox sd 65/16, (B)(4).